Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: at the end of the procedure. It was reported that at the end of a left internal / common carotid artery stenting procedure, during the retrieval of the embolic protection device, the patient began to experience a stroke. Symptoms included left leg drift and some aphasia and slurring of words. The pt was treated with additional heparin, and nitroglycerin for hypertension resulting in hypotension. Neosynephrine was given for the hypotension. A stat head CT showed ischemia in the left parietal cortex. An MRI was also done and showed shower-type emboli in the left parietal cortex. Rehabilitation was started in the hosp. Two days post procedure, the patient's speech was clear. Three days post procedure, the patient's condition improved and was discharged to home with outpatient physical and speech therapies. Although requested, there is no additional available.

Manufacturer narrative:
Study event. The embolic protection device was discarded. There was no device malfunction reported. Stroke is a possible adverse event associated with this type of procedure as listed in the device instruction for use. The lot number was provided. The lot history record was reviewed and there are no non-conformances associated with this lot number.